Event description:
The customer reported that near the end laparoscopic appendectomy procedure, a white blanch mark was noticed on the pt's bowel. The burn was described by the surgeon as being very superficial and was treated using sutures. The pt is fully recovered and did not sustain any lingering injury. The blanching may have occurred by unintended contact of the bowel while the device was activating.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.